Event description:
It was reported that the logs were checked and were normal aside from a motor stall that was in the logs. It was confirmed that the patient had an MRI on the day the motor stall occurred. It was later reported that the motor stall was brief during a MRI and recovered after without any patient issues. The pump was used to infuse compounded baclofen.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).